Event description:
Diode laser would not work during procedure. Alcon representative contacted and assisted with troubleshooting for over an hour without success. Provider decided to complete procedure, send patient to pacu [post anesthesia recovery unit], and then see patient in office and use office laser.